Event description:
(B)(4). It was reported that during a percutaneous coronary intervention procedure, detachment of a guide wire tip occurred. Vascular access was obtained via the right femoral artery for treatment of an 80-90% stenosed lesion. A 185cm straight pt2 guide wire was selected and placed in the distal left anterior descending artery (lad). A 7f cls 3.5 guide catheter was inserted into to the left main coronary artery. An intravascular ultrasound of the lad was performed. Another manufacturer's 3x28mm drug eluting stent (des) was deployed in the mid lad jailing the 3rd diagonal branch. Attempts at wiring the compromised flow to the 3rd diagonal with the pt2 guide wire were unsuccessful and approximately one inch of the pt-2 guide wire tip broke off in the apical lad. No attempt to retrieve the tip was made and the detached tip remains inside the patient's anatomy. Using a 3.75x12mm noncompliant balloon, post dilatation to the mid and proximal portion of the stent was completed. A non-bsc guide wire was successful in traversing through the stent struts into the 3rd diagonal branch followed by a 2mm balloon to reestablish antegrade flow. A 2.5x12mm noncompliant balloon was placed at the ostium of the diagonal branch along with a 3.75mm noncompliant balloon in the lad. Post dilation was completed using a kissing balloon technique. Final angiograms were taken and the procedure was completed. No further patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
Device evaluated by manufacturer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).